Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 48 mg/dl and the sensor glucose was 52 mg/dl and the current sensor glucose was 64 mg/dl. The customer declined troubleshooting for the low blood glucose. Customer has not treated yet the low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is january 23, 2019.